Event description:
The account alleged that the head section will not raise. No report of injury.

Manufacturer narrative:
The tech found blockage in the hydraulics. The tech replaced the hydraulic manifold to resolve the issue.